Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support the device exhibited purge system malfunction. The physician attached the impella 5.5 purge system to the aic and attempted to prime it, but the purge fluid failed to be delivered. After reattaching it several times, the problem persisted, so the physician replaced the purge system with a new one. No further information is available regarding the resolution of this issue and the procedure outcome is unknown.

Manufacturer narrative:
Investigation summary: purge cassette returned. During priming of pump, purge fluid failed to be delivered. After reattaching it several times, the problem persisted and pc replaced with new one. Data log review showed purge flow tick abnormalities noted prior to start of support with s/n: (B)(6), lot: 1937751 confirmed as the issue pc. Pc went through de-air process but did not detect fluid, pp and purge flow remained at zero. Pc was removed and placed back into the aic without resolution as same series of events repeated. S/n: (B)(6), lot: 1937751 was removed and no purge disc detected was seen. Then new pc s/n: (B)(6), lot: 1898520 was used without further issues in case. Returned purge cassette s/n: (B)(6), lot: 1937751 was able to be primed and ran with a known good pump without issue. No kinks were found in the purge line. Purge disc not detected - the cause of the purge disc not detected was an unintended error caused by the user due to removal of the purge disc prior to insertion of a new purge cassette and no issues were found with the returned pc. There is no issue with purge disc detection as the purge disc detection triggered accurately. Purge fluid not detected - the cause of the purge fluid not detected not detected was an unintended error caused by the user as the returned pc performed optimally. Device history lot: device lot: s/n: (B)(6), lot: 1937751. Device history batch: subcomponent lot: n/a. Device history review: purge cassette s/n: (B)(6), lot: 1937751 passed all eqt testing.

Manufacturer narrative:
During review, found a change in coding. Codes added: failure to detect purge cassette, pump or catheter. Codes removed: purge disc not detected. However, does not change "h6. Medical device problem code" of a1301 initially reported under 3500a initial. In addition, updated h6. Health effect - impact code from device revision or replacement (f1905) to delay to treatment / therapy (f05). Engineering assessment: during impella 5.5 prep, there was an issue with purge cassette priming. The purge fluid was not detected and the purge fluid failed to delivered. The de-airing process was performed but did not resolve the issue. The purge cassette was removed and reinserted several times in attempt to resolve the issue, but the issue persisted. The purge cassette was exchanged for a replacement, which was successfully prepped and utilized to provide patient support. The patient outcome was a delay to treatment/therapy, as the issue occurred during prep and not during active impella 5.5 support.